Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09036. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM confirmed that a design change was carried out to improve the durability of the power switch. Countermeasure-products have been shipped since november 18, 2013. Since it is found from the manufacture date that this product is the one before design change of the power switch, the OEM determined that the power switch was damaged due to the operating force amount and frequency during application of the power switch exceeded that expected. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced video system was returned to the service center for evaluation. The evaluation confirmed the reported power button was stuck. Additionally, main switch (older version) was stuck in the on position. The video connector lock latch was worn out. The image becomes lost when the video cable is manipulated. The dp board is defective causing red colors only on dvi output. The software version is an older version. The video system was repaired back to standard specifications and returned to the customer. The system was purchased on (B)(6) 2011 with no previous repair records. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information become available this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during preparation for use, the visera elite video system center's power switch button was stuck. No patient injury or harm was reported.